Event description:
Patient was prepared for ect and the thymapad stimulus electrodes were applied to the patient's forehead. The electrical stimulus was administrered and that is when the staff assisting noticed smoke coming from the electrode of the left side of the forehead. Electrode was removed promptly and the thymatron machine was turned off.====================== health professional's impression======================unsure, electrode intact when placed on the patient.